Event description:
The customer reported the au5800 clinical chemistry analyzer generated erroneous erratic patient results for ise (ion selective electrolyte) which includes na (sodium), k (potassium), and cl (chloride). There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and determined multiple parts malfunctioned. The fse replaced multiple hardware parts which includes wash syringe, 3-way valve, pressure sensor, all tubing¿s from reference straw to reference block, ise waste tubing, cell 1 reference block, gear pump pcb, gear pump, di water pump, and degasser which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. No patient demographic information (age, gender, weight, race or ethnicity) was provided beckman coulter internal identifier is (B)(4).